Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) it did not prime properly and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the patient's report is that the drug solution came out in a slanting/oblique manner upon priming.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-may-2023. H6: investigation summary seven open 32g x 4mm pen needle samples and one photo were returned from an unknown lot. No., cat. No. 320559. A clog test was carried out on the returned samples and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample/photo therefore no root cause can be identified.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) it did not prime properly and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the patient's report is that the drug solution came out in a slanting/oblique manner upon priming.